Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, "patient attended on (B)(6)2023 for cycle 3 day 15 of avd. During administration patient reported discomfort in arm. Patient and line assessed and scat completed. On (B)(6) 2023 patient called helpline with arm pain and discoloration. Attended on (B)(6) 2023 for assessment. Linogram arranged for (B)(6) 2023 and patient returned home. Linogram confirmed PICC fracture. Extravasation policy followed (dmso, hydrocortisone 1% and cool compress) and PICC removed. Patient has attended on (B)(6) 2023 for assessment of extravasation site."

Event description:
It was reported, "patient attended on (B)(6) 2023 for cycle 3 day 15 of avd. During administration patient reported discomfort in arm. Patient and line assessed and scat completed. On (B)(6) 2023, patient called helpline with arm pain and discoloration. Attended on (B)(6) 2023 for assessment. Linogram arranged for (B)(6) 2023 and patient returned home. Linogram confirmed PICC fracture. Extravasation policy followed (dmso, hydrocortisone 1% and cool compress) and PICC removed. Patient has attended on (B)(6) 2023 for assessment of extravasation site."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak in the catheter was confirmed. The product returned for evaluation was one 4 fr sl powerpicc solo catheter. The returned product sample was evaluated and a split was observed between the 5 cm and 6 cm markings on the catheter body. A kink impression was observed in the catheter tubing adjacent to this split. The investigation findings are consistent with catheter damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. H3 other text: evaluation findings are in section h11.